Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: although the reported issue where the unit displayed the error code 255-2022 was confirmed during log review, the error was not reproduced during extensive laboratory testing. External and internal inspection of the returned devices showed no obvious issues or anomalies. All parts inspected were manufactured by bd. The logs from the suspect devices were not provided by the facility. However, all available logs were downloaded from the returned devices for analysis. Upon reviewing the error logs of both devices, it was confirmed that error code 255-202-2 occurred. In all instances, the error was displayed after the device underwent a battery conditioning test initiated from maintenance mode. The following information outlines the activity performed on each suspect device prior to the error code display: suspect device s/n (B)(6). (B)(6) 2025, 11:52:43 am battery conditioning test performed. (B)(6) 2025, 10:44:54 pm error code 255-202-2 displayed. Suspect device s/n (B)(6). (B)(6) 2025, 1:45:20 pm battery conditioning test performed. (B)(6) 2025, 3:44:02 pm error code 255-202-2 displayed. (B)(6) 2025, 3:44:44 pm battery conditioning test performed. (B)(6) 2025, 9:55:41 pm error code 255-202-2 displayed. No other errors or malfunctions were recorded on those dates. Battery conditioning test was performed with the optimal conditioning configuration, and the device failed the test. The power supply board were temporary replaced for testing purposes only on both suspect pcus s/n (B)(6) and s/n (B)(6), the battery conditioning test was successfully finished until the second attempt. It was found that the issue was caused by a defective power supply board on the pcus. Per the bd alaris system error tipsheet, the bd alaris pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facilitys clinical engineering or biomed department. There was no patient involvement. Notes to repair center: suspect pcu s/n (B)(6) (w.o.) (B)(4). Please replace the power supply board as a precautionary measure, even though the error was not reproducible during the investigation. The pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Suspect pcu s/n (B)(6) (w.o.) (B)(4). Please replace the power supply board as a precautionary measure, even though the error was not reproducible during the investigation. The pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of error code 255-2022 is being attributed to a defective power supply board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device had error code 255-202-2. There was no patient involvement.

Event description:
It was reported the device had error code 255-202-2. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.